Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 15 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that motor stall occurred, motor stall (active), and a stopped pump period may exceed tube set messages were seen at initial interrogation. The patient had not recently had an MRI. The pump logs indicated that on (B)(6) 2018 there was a motor stall with a recovery 30 minutes later. Then on (B)(6) 2018 the pump stalled again at 14:16 with a tube set message on (B)(6) 2018. The motor stall then recovered on (B)(6) 2019. The hcp thought that the patient receiving 15 mg/day after not receiving any drug during the stall caused the patient to become unresponsive. The patient was currently in the ICU (intensive care unit). It was confirmed that there were no emi/magnetic sources present. The hcp wanted to reduce the pump dose by 80%. It was noted that the hcp would likely explant the pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, a request was made for the pump off code to permanently stop the pump. The code was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated a motor stall occurred on (B)(6) 2018 at 9:35pm with a motor stall recovery on (B)(6) 2018 at 10:08pm. A stopped pump duration exceeds 48 hours occurred on (B)(6) 2018 at 4:16am. A motor stall recovery was noted on (B)(6) 2019 at 11:23am. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 16-jan-2019 from a healthcare professional (hcp) who reported that the pump was turned down to nominal rate/off per last report. The patient was in a rehab facility and this hcp had not seen him personally since report of the incident. No further complications were reported/anticipated.